Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a continuous glucose monitoring (cgm) inaccuracy occurred. The sensor was inserted into the abdomen on (B)(6) 2018. Data was not evaluated. The reported allegation was not determined. A root cause was not determined.